Event description:
It was reported that the patient received inappropriate therapy due to noise. An alert was received for possible output circuit damage. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.